Manufacturer narrative:
Pr#: (B)(4). The customer device was not sent to the factory for evaluation. A philips field service engineer (fse) went onsite to conduct performance checks and the checks issue was confirmed. A replacement speaker was ordered (pn (B)(4)). There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or pt. The repaired device remains at the customer site and in use. There have been no additional calls from the customer to report the same failure. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No checks communication was requested and/or warranted.

Event description:
The customer reported "no sound coming", which is understood to mean the device had no audio.